Manufacturer narrative:
H6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: code b20: device remains implanted and therefore not available for direct analysis. H6: code d12: according to the gore® molding & occlusion balloon catheter instructions for use, adverse events which may require intervention include, but are not limited to trauma to the vessel wall, including spasm, dissection, perforation, or rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment using gore® excluder® conformable aaa endoprosthesis and gore® molding & occlusion balloon for abdominal aortic aneurysm repair. Reportedly, due to tortuosity around the right renal artery, the guidewire and catheter went astray, or got caught during the procedure. After deployment of the stent grafts, the proximal side of the device migrated during touch-up. A minor proximal type I endoleak, and dissection-like lesion near the right renal artery were confirmed. An aortic extender endoprosthesis was deployed, but the endoleak remained. Dissection will be monitored. The patient tolerated the procedure. The physician stated as follows: the cause of dissection was unknown. It was suspected due to oversized device selection, balloon touch-up, or the non-gore sheath that was inserted from the left upper arm. For the time being, there seems to be no progress to type a, so we will see how it goes with antihypertensive therapy.